Event description:
The complainant reported that impella cp was inserted in normal fashion while connected to an automated impella controller. Flows were ramping up, and a sensor unreliable alarm appeared. Flows were assessed and were appropriate, and motor current was also appropriate. The alarm was muted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data analysis: on 3/6, after pump is started to run on the automated impella controller (aic), the user acquired a placement signal not reliable alarm as alluded to in the complaint. Additionally there were signal-to-noise ratio (snr) out of range logs immediately beforehand. On a previous case on ic1661 running pump 565604, there was similar behavior by the console. The lt logs from pump show very low snr for the duration of the case and sporadic placement spiking coinciding with the low snr decreasing more. Similarly, pump had the same low snr with spiking placement signal across the entire case which is what triggered the placement signal not reliable alarm. The rt logs confirmed the optical signals of distinctly low snr throughout with intermittent spiking placement signal. Device analysis: the console was returned and a 5s test was performed and the snr was found to be 1149 well below the minimum threshold of passing. Root cause: the cause of the optical signal abnormalities was a defective optical bench with low snr. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.